Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital due to phrenic nerve stimulation. Diagnostic imaging was performed and revealed a cardiac perforation by the right ventricular (rv) lead. The rv lead and device were explanted to resolve the event. The patient was stable.